Event description:
It was reported that the procedure was performed in the ramus interventricular anterior (riva) with no calcification and mild tortuosity. The pressure wire was used during the procedure. There was no resistance felt nor calcification noted. After it was removed, it was noted that the wire was separated in two pieces near the handpiece. The physician was able to pull out the pressure wire with her fingers with no medical intervention. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The material separation was confirmed. There was a separation at the proximal tube, 23 inches from the proximal end of the wire. There were bends/kinks on the proximal tube and corewire of the distal tip. However, the observed bends/kinks are likely due to the normal use of wire during the procedure or due to transport to abbott for the return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported material separation is likely related to the operational context. It was reported that the separation occurred near the torque device while the wire was outside the patient. It is likely an excessive force was used on the torque device to navigate or remove the wire; as a result, it may cause a kink near the torque device resulting in a separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.